Event description:
It was reported by the customer that pyxis medstation es system board short circuited which resulted in a delay of dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system board was damaged. Field service engineer reseated connections, checked row boards, tested cubies and voltage, checked band to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective boards. The field service engineer reseated connections and checked row boards to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had bad boards. The customer stated that they were using other pyxis to find medications for patients and no harm or delay in medication. There were no adverse events or injuries reported based on this event.